Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the chest incision site. Physician prescribed antibiotics. Physician brought the patient into the operating room a week later, and removed the ipg, sensing lead, and a portion of the stimulation lead body due to suspected infection. The physician prescribed antibiotics after the procedure was completed.